Manufacturer narrative:
This problem was originally reported in may of 2004. It was not initially considered a potential MDR because the dose calculation resulted in a value of zero, an obvious error with no potential for patient mistreatment. Investigation of the problem was then delayed by the need for supporting data from the customer. Once the data was obtained, the bug was successfully reproduced and the root cause identified. The investigating software developer noted that the magnitude of dose error was variable and unpredictable and that the result may not always be zero. In cases where the dose calculation error is large, the problem would be obvious and easily caught. However, a potential for mistreatment remains if the error is small and not as easily noticed. The bug was then identified as an MDR. A customer advisory is being sent to all xio users (see page 3). This bug will be resolved in release.

Event description:
When dose is calculated using varian enhanced dynamic wedge and the clarkson algorithm, incorrect values are returned if the central axis of the beam is blocked. No patients were mistreated as a result of this problem.